Manufacturer narrative:
Insulin pump passed displacement test, self test ,off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no weak battery alarm, unexpected restart alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarm.. The customer¿s blood glucose level was 91 mg/dl. The customer states that they were able to clear the alarm and complete the rewind. The customer stated that self test was performed and it was passed. The customer reported that the troubleshooting was performed for the pump alarm. The customer stated that the alarm was reoccurred. The insulin pump will be returned for analysis.